Event description:
A physician reported that the sleeve was found to be damaged during cataract surgery (with intraocular lens implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sleeve was reported to be found damaged. An opened sleeve in a fluidics management system (fms) pack tray was returned and was visually inspected. Upon visual inspection, the shaft of the sleeve was broken/torn by phaco tip piercing damage. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time; however, user handling is suspected. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).